Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: after firing the eea to form the gastro-jejunostomy, the head of the anvil wouldn't flip and/or was stuck in the anastomosis. A second eea had pre-fired staples fresh out of the package. The surgeon had to make a gastrotomy and cut the anvil out to remove it from the anastomosis. He said blade of eea only cut 3/4 of the tissue, which was discovered as the reason the eea couldn't be released. No bleeding reported. The case was delayed 1 hour.

Manufacturer narrative:
(B)(4).